Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated the pump emitted a "no cartridge detected" alarm when this happened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: review of the black box and download history revealed several "no cartridge detected" warnings on the day the event was reported. During testing, a "no cartridge detected" warning occurred during the first load step attempt. The force sensor was not able to be tested for calibration due to the load step malfunction. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.